Event description:
A customer reported to the MFR, a pt expired while using the remstar auto aflex CPAP device. There was no report of device malfunction. The pt was using the CPAP device while taking a nap. The spouse of the pt found the pt cyanotic. Cardiopulmonary resuscitation was administered and the pt expired. The pt recently had heart bypass surgery, and customer reported the pt may have had a massive heart attack.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The MFR found no errors in the error log system of the device. The unit's internal data and download report revealed normal usage and unit functionality of the device. It was determined the device was functioning as designed at the time the pt expired based on the download report. The MFR found no failure with the returned device and the unit passed all inspections and testing. The MFR concludes the pt's pre-existing medical condition contributed to the pt's death and that the device operated and provided therapy as designed. No further action is required.